Manufacturer narrative:
Fse found tabletop to be pulled out of position, toward the foot end of the table. Fse repositioned the tabletop position slightly forward and the leg extension was then able to be locked in place and removed with ease. An analysis of this event from the manufacturing engineering group; determined that significant force was used to try and unlatch the stuck leg extension, which may have moved the table top platform alignment enough to cause relatching difficulties. Also, for the leg extension to fall from the table, it would have to be pulled out approximately 8 inches from the end of the table, due to length of the leg extension table latches. Fse re-aligned the tabletop, then verified the hut table operations as per the hut service manual. Unit returned to full service by the customer.

Event description:
In 2009, customer reports that following a patient procedure, she leaned against the table leg extension. The leg extension fell off, hit the corner of the footswitch and then landed on her foot causing pain and bruising. She states there was no fracture to her foot.